Event description:
During a clinical trial of the matrix coil, the pt complained of visual blurring during a follow-up visit and tests revealed retinal emboli. Medical therapy: aspirin. Resolved clinically as witnessed by new control visual field exam. There is no info about the exact brand name, catalog #, and/or lot # of the product involved in the event.